Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced a detached sensor wire. Patient claimed that upon deployment, patient could not locate senor wire. No medical intervention was required.